Manufacturer narrative:
The actual device was not available for evaluation. It is vital to the investigation that the actual device be available for examination and testing. As no lot number was provided, we were unable to trace the device history record, quality testing performed and corresponding results. The non-conformance report (ncr) data since october 2018 to present was reviewed and no issues that could be related to the catalog number and condition reported were found. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of the instructions for use. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement. - (mw5089748) (B)(4).

Event description:
Drain placed at time of surgery in 2018. Drain broke upon removal in clinic on (B)(6) 2018 and not identified until CT performed on unknown date in 2019.